Event description:
Customer reported that the insulin pump keeps alarming motor error during prime. Customer experienced high blood glucose of 448 mg/dl; treated with manual injection. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer is able to complete the rewind sequence. Customer also stated that he received a battery out limit alarm during normal use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected battery out limit or battery error noted. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable performed occlusion and excessive no delivery due to motor error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot and keypad overlay scratched.